Manufacturer narrative:
The insulin pump passed the displacement test. It alarmed motor error during the basic occlusion test due to loose/flush drive support disk. The motor was tested outside of the device and passed. The device had minor scratches on the lcd window, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error during prime. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.